Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. There was no specific alleged deficiency. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: as no specific deficiency or filter type was provided, labeling review cannot be performed. Additional MFR narrative: date received by MFR. Evaluation codes: (conclusions). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had expired some time post vena cava filter deployment (date not provided). The reason for the filter deployment was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the patient¿s death. No specific device malfunction(s) was reported that may or may not have caused or contributed to the patient¿s death.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records will not be performed. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had expired some time post vena cava filter deployment (date not provided). The reason for the filter deployment was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the patient's death. No specific device malfunction(s) was reported that may or may not have caused or contributed to the patient's death.